Manufacturer narrative:
As reported, after removing the device and examining the outback elite 120cm re-entry, there appeared to be a hole in the side of the catheter near the end of the device. There was no patient injury reported. The wire was making it through this hole and thought it was an odd location. During the product evaluation, a cracked/ruptured damage was confirmed on the kinked area of the catheter. No further information is available. One non-sterile outback elite 120cm re-entry was received for analysis coiled inside a plastic bag. The cannula was received fully retracted into the ob-ltd (not deployed). A kink was noted at 2.5 cm from the distal tip end. The unit was reviewed under the vision system and a cracked/ruptured damage was confirmed on the kinked area of the catheter. The catheter measured 120.7 cm length. The length of the catheter was within specification. The cannula measured 7mm length. No other anomalies observed. The unit was flushed and guide wire passed through distal tip and cannula port of the unit. Functional test to determine the level of functionality of the returned device was successfully performed. The cannula retracted and advanced several times via distal movement of the deployment slider in spite of rupture damage and kink condition observed on the unit. A review of the manufacturing documentation associated with lot 17428522 was performed and it was found that no defective units were rejected during the final assembly of this lot. The ¿cannula wire port/guidewire lumen-damaged ¿reported by the customer was confirmed due to the cracked/ruptured damage noted on the body shaft of the unit. The exact cause of the reported condition could not be conclusively determined during analysis. Handling process and/or procedural factors may have contributed to the condition in which the unit was received. The product instructions for use (IFU) instructs the user to always visualize tracking of the tip over the aorto-iliac bifurcation. It further recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its performance. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Neither the product analysis nor the manufacturing records review suggests that the event experienced by the costumer could be related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
It was reported, after removing the device and examining, that the outback elite 120cm re-entry appeared to have a hole in the side of the catheter near the end of the device. There was no patient injury. The wire was making it through this hole and thought it was an odd location. After fall analysis, a kink was noted at 2.5 cm from distal tip end. The unit was reviewed under vision system and a cracked/ rupture damage was confirmed on the kinked area of catheter.